Manufacturer narrative:
Other relevant device(s) are: product ID: 8578, lot/serial#: (B)(4), implanted: (B)(6) 2012 product type: catheter; product ID: 8709, lot/serial#: (B)(4) implanted: (B)(6) 2005, product type: catheter; product ID: 8703w, lot#: l51678, implanted: (B)(6) 1999, product type: catheter. Product ID: 8578, serial/lot #: (B)(4), ubd: 06-apr-2013, UDI#: (B)(4); product ID: 8709, serial/lot #: (B)(4), ubd: 14-mar-2007, UDI#: (B)(4); product ID: 8703w, serial/lot #: (B)(4), ubd: 20-apr-2000, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative regarding a patient receiving baclofen, (2000 msg/ml at 1200 mcg/day (approximately) via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient had experienced withdrawal symptoms (itching). The doctors determined the issue was most likely with the catheter and scheduled a replacement. A dye study was performed and it was determined the catheter was not patent. The old catheters were tied off and left implanted and a new catheter was implanted and connected to the pump. Therefore nothing would be returned for analysis. It was indicated the issue had resolved.